Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site and was prescribed oral antibiotics (dates not reported). On (B)(6) 2014, the patient underwent surgery for site debridement and skin graft. During the same procedure, a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.